Event description:
Pt on a dilaudid pca set at 0.5mg with a 10 minute delay. As nurse attempted to draw blood from a central line, noticed plunger had disengaged and pt received bolus of appox 10u dilaudid. Required 4 doses of narcan to recover.